Event description:
It was reported that air was in the watchman delivery system. A left atrial appendage procedure was to be performed. The physician inserted the watchman access system into the patient. During preparation and flushing of the 24mm watchman ® laa closure device & delivery system, they noticed it lost saline solution. There was a leak in the delivery system. The ¿saline solution funneled from the delivery system outside and an empty space was created that was filled with air.¿ they flushed the delivery system 2 additional times. They checked the locks and valves for leaks, but could not find any. The air was still present. After 3 attempts, they decided to exchange the delivery system and the procedure was completed with no patient complications.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).